Event description:
Study event. Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: after the procedure. It was reported that after the procedure, a nurse noticed during neuro checks that evening, the pt's right hand grasp and coordination were diminished considerably. A CT scan was done with results reported as "unremarkable". It is noted that the pt was still experiencing symptoms the next morning, therefore, another CT scan and ultrasound were performed. The pt was evaluated by another neurologist who felt the pt suffered a discrete stroke that was not apparent on the initial CT scan. At that time, it was reported the pt was still hospitalized. No add'l info available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event info, including pt info and pt status from the hospital, field contact or distributor.